Event description:
It was reported that during a prophylactic device replacement procedure, the pocket was opened and the device was explanted as planned. Visual inspection of the chronic right atrial (ra) and right ventricular (rv) leads showed signs of insulation degradation. Testing of the chronic leads showed measurements were within normal limits, however, the physician opted to surgically abandon and replace the leads. This rv lead was successfully implanted with the replacement pacemaker and ra lead and the procedure was completed. Subsequently, this rv lead exhibited loss of capture (loc) approximately four hours post implant for a duration of up to 20 seconds. The patient experienced asystole and seizure like symptoms as a result. Rv pacing outputs were then increased to 6 volts. A device check was then performed approximately one hour later. Rv lead threshold measurements were stable and loc was unable to be recreated with patient isometrics. The lead was suspected to have microdislodged or was suspected to be interacting with the surgically abandoned leads. Surgical intervention was performed one day later where this rv lead was explanted. The physician then elected to explant the device and ra lead and a new device system was implanted on the opposite side (left side). No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted cuts and tears in the lead insulation, a cut in the outer coil and the coil was noted to be stretched. The damage to the lead was concluded to be consistent with explant related damage. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. The lead did not pass electrical testing due to the cut in the outer coil as a result of the explant related damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a prophylactic device replacement procedure, the pocket was opened and the device was explanted as planned. Visual inspection of the chronic right atrial (ra) and right ventricular (rv) leads showed signs of insulation degradation. Testing of the chronic leads showed measurements were within normal limits, however, the physician opted to surgically abandon and replace the leads. This rv lead was successfully implanted with the replacement pacemaker and ra lead and the procedure was completed. Subsequently, this rv lead exhibited loss of capture (loc) approximately four hours post implant for a duration of up to 20 seconds. The patient experienced asystole and seizure like symptoms as a result. Rv pacing outputs were then increased to 6 volts. A device check was then performed approximately one hour later. Rv lead threshold measurements were stable and loc was unable to be recreated with patient isometrics. The lead was suspected to have microdislodged or was suspected to be interacting with the surgically abandoned leads. Surgical intervention was performed one day later where this rv lead was explanted. The physician then elected to explant the device and ra lead and a new device system was implanted on the opposite side (left side). No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.